Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the md inserted the sheath into the pt. After the intra-aortic balloon ('iab') was inserted, the md found the iab leaked. As a result, the iab was removed and the md inserted a datascope iab. There were no reported pt complications.